Manufacturer narrative:
The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufacturing date 12/31/2018; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 12/30/2021, it was reported by a sales representative via sems that a ar-6480 dw pump is not functioning. This was discovered during a case when there was no fluid output. There was no patient effect reported.